Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15273, 2017865-2020-15275. It was reported that patient presented to a follow-up in-clinic with their pacemaker incision exhibiting drainage and an infection. Entire implantable pacemaking system, including leads, was explanted on (B)(6) 2020. Patient was stable after the procedure.